Event description:
It is reported that a customer had trouble with the needle housing getting stuck inside the serter of her insulin pump. The customer's blood glucose was not recorded but she said the blood glucose was stable. The customer had issues with all the senors that she had. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.